Event description:
It was reported that the patient had been hospitalized on (B)(6) 2026, with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 698 mg/dl while wearing the pod for longer than 48 hours. Symptoms reported include extreme fatigue and severe dryness of the mouth. The patient was treated with intravenous (IV) fluids and insulin administration. The patient also underwent regular blood glucose monitoring, with blood draws approximately every four hours, until their glucose levels were stabilized and brought down to a safe range. Upon removal of the pod at the hospital, it was observed that the cannula was bent and wet from insulin. The pod was discarded at the hospital. The patient was released the following day on (B)(6) 2026.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s921usqs5czc1 hardware: sm-s921u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.